Event description:
It was reported that the patient experienced swelling and was revised. Corrosion was noted during the revision.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. This report will be amended when our investigation is complete.